Event description:
It was reported that during implant, the suture sleeve traveled to the patients vascular system. The surgeon was unsuccessful in retrieving the suture sleeve and it was abandoned in the pulmonary artery. The lead was discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.removal was not successful.